Event description:
The customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet reported on evaluation of this system. System operates as intended. (B) (4).